Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing on atrial tachycardia/atrial fibrillation (at/af) episodes, resulting in potentially inappropriate at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.